Manufacturer narrative:
It was reported that the end-user experienced a fall during the use of the rollator. According to the end-user's original report, she attempted to engage the rollator's "front brakes" and found that brakes are not available on the front wheels of the device. The rollator brakes are located on the device's back wheels. It was reported that the end-user "reinjured" an unspecified foot that was already injured. Despite multiple good faith attempts, the end-user was unable or unwilling to provide additional information to the manufacturer. No medical intervention was originally reported and details related to the end-user's original and new foot injuries are unknown. No sample has been returned to the manufacturer for evaluation. Due to the reported foot re-injury, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall during the use of the rollator.